Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to alarm when the customer became hypoglycemic, and the customer subsequently became weak, confused, and lost consciousness. However, the customer reported that they were then able to self-treat by eating chocolate and jelly. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. An attempt to replicate the user complaint with ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was made and the high/low glucose alarms were successfully received. No issues were identified with the application if the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.